Event description:
The customer reported the zipper teeth will not align correctly on the left side panel. The customer did not provide a specific date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue. The zipper slider body is open on panel side a which can cause the zipper teeth to not stay aligned correctly when zipped closed. The mattress envelope surface is delaminated. Note: instructions for use has a warning statement: never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the sipper to make sure it is securely closed and the access panel will not open when pressure is applied. Inspect zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied. Inspected zipper coils for any kinks or misalignment. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tags and ensure that zippers are fully closed. MFR references file number: (B)(4).